Manufacturer narrative:
This is the date explant surgery is scheduled to occur. Explant surgery has not be confirmed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient has reported "during a routine ultrasound, left implant rupture was found". Additionally, healthcare professional reported "implant rupture diagnosed by MRI, without clinical manifestations". Device remains implanted. This relates to the left side.